Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pca tubing which was connected to the primary set was noted to be cracked and leaking at the connection where the pca tubing meets the primary set. The patient noticed wet spots on the tubing and informed the staff. The staff checked and secured the connections to find the tubing was cracked. There was no patient harm.

Manufacturer narrative:
Correction: omit pri tubing from initial report. The customer¿s report of a cracked pca tubing was confirmed. Visual inspection observed a crack extending 10mm from the proximal end of the female luer. Functional testing confirmed the customer¿s report of a leak. The cause of the leak was a crack in the female luer. The root cause of the crack was the result of internal stresses created during the manufacturing process.

Event description:
The customer reported that the pca tubing which was connected to the primary set was noted to be cracked and leaking at the connection where the pca tubing meets the primary set. The patient noticed wet spots on the tubing and informed the staff. The staff checked and secured the connections to find the tubing was cracked. There was no patient harm.